Manufacturer narrative:
This report is submitted on september 04, 2019.

Event description:
Per the clinic, a ba400 abutment 10 mm was removed on (B)(6) 2019 due to skin necrosis / infection. The implanted device remains. The infection was treated with antibiotics. The reported issue has resolved with medical / surgical intervention.